Event description:
It was reported that the tips of two pyrenees constrained cervical non-tapered drivers stripped intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported. This report will capture the first of two drivers.

Event description:
It was reported that the tips of two pyrenees constrained cervical non-tapered drivers stripped intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported. This report will capture the first of two drivers.

Manufacturer narrative:
A visual inspection was performed and the driver was observed to deformed at the tip, the hexalobe is twisted at an angle between 30-60 degrees. Device history records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. A review of complaint history associated with the subject lot and catalog number was performed and no adverse trends were observed. In previous correspondence it is referenced that the surgeon uses different drivers at least 2-3 days a week with 2-3 cases a day. This may indicate that wear and tear for this instrument may be the cause of the deformation. Another possible cause for this may be excessive force as it is stated from correspondence that the surgeon applies excess force to the point of almost yielding, which indicates that the surgeon may be creating a bending moment in excess of the materials yield strength which would cause the deformation on the tip. The rep also states in the correspondence that the surgeon uses an ao static connect handle with the drivers while the surgical technique states to use a torque limiting handle. Based on all the available information the most likely cause of the event was deviation from surgical technique.